Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported by an MRI tech via a friend/family member that the device was not working, stopped doing what it was supposed to do, and when asked to clarify stated the ins was not helping with pain. The patient does not have a managing physician. The hcp was given the national answering service to page a rep. No further complications were reported or are anticipated.